Event description:
The facility's tech reported a fail code 808:02. The failure occurred during biomed testing, but no details were available. Additional contact info was requested but no additional contact was identified. The tech stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.